Manufacturer narrative:
The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm after not interacting with the pump longer than 12 hours. The contact had reported that the auto alarm feature was not set on the pump. The contact had consulted with their healthcare provider about this feature and disabled the alarm. The customer's blood glucose level was not impacted.